Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A business manager reported that following an intraocular lens (iol) implant procedure, the patient was dissatisfied with the visual result. The iol was offset and was exchanged during a secondary procedure. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon that the lens appears to be decentered compared with the patients pupil. The lens seems like it is too far temporal. It is my opinion that the patients pupil normally is more nasal in her eye. This was not noted prior to surgery, as I usually see patients when they are already dilated. The lens appears centered when her pupil is dilated, and was centered in the capsular bag. There was no patient harm. The patient is doing well with a different model iol.

Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).